Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported the (alternating current) ac power indicator (light emitting diode) led is not glowing. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue and confirmed the power indicator and the (alternating current) ac indicator is not working. The manufacturer¿s international service technician replaced the defective power status overlay to address the reported problem. The unit successfully passed the required performance verification test.